Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 140 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm and pump error 3 alarm is found in the long trace file due to software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The pump was received with scratched case, case cracked behind the pump at the corner of the belt clip rails, cracked battery tube threads, serial number label peeling, pillowing keypad overlay, and minor scratched lcd window.